Event description:
It was reported during a neuro case, the artis zee biplane system locked up causing a delay in procedure. The system operator performed a system reboot and the system was then functioning properly. We are unaware of any injury to the pt.

Manufacturer narrative:
The investigation into this potential complaint is ongoing and a root cause has not yet been determined. Siemens will file a supplemental report once a full investigation has been completed and root cause analysis has been determined.